Manufacturer narrative:
Ftr#(B)(4). Post market vigilance (pmv) led an evaluation of one device. Visual and functional testing of the returned product confirmed the product, as received, met release specifications. Product analysis suggests the product was used in a surgical procedure. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, the device operator blows up the balloon just before the procedure to see if it is ok and noticed that the trocar does not work as it should. The balloon does not fill up or they cannot take the air out. A new product was opened to correct this condition. There was no adverse event reported. No tissue loss or damage.